Manufacturer narrative:
The complaint sample was returned to viant for evaluation and the reported event is confirmed. The straight reamer handle was returned disassembled with the teflon sleeve on and exhibited a bent power adaptor leading to the wobbling (eccentric motion/reaming) reported. The stryker-zimmer hall power adaptor end was observed to be bent out of place and slightly deformed with signs of indentations. Bending of this nature would not occur during normal intended use and likely would had occurred from applying non-linear load (off-axis force applied). Thus, the complaint sample had been misused. It is unknown what adaptor or power source (neither provided by viant) was connected to the device. The device was then placed under power to simulate use and wobbling (eccentric motion) was observed due to the bending observed on the stryker-zimmer hall power adaptor end. Other observations; · the reamer head is able to retract and spring back in position as intended. · the device can be easily disassembled and assembled as intended. The current IFU sent with this device today, man-004006 rev. A, states the following; · end of life is determined by wear and damage due to intended use, · visually inspect for damage and wear. If the instrument is damaged and worn it is considered at the end of its life and should be discarded, · where instruments form part of a larger assembly, check assembly with mating components, · check hinged instruments for smooth movement, · viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures, · do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion, · manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. This device has experienced approximately 3.10 years of use. It is unknown how many surgical procedures (cycles) this device has experienced throughout its life in the field. The viant risk management files were reviewed and the failure modes were identified and mitigated to the lowest possible level. The trend analysis reveals the estimated failure rate falls within the occurrence range identified in the viant risk management files. In conclusion, the reported event is confirmed as the returned straight reamer handle power adaptor is bent. From the investigation performed, the root cause is attributed to misuse (unintended use) as bending of this nature would not occur during normal intended use and likely would had occurred from applying non-linear load (off-axis force applied). No further investigation with regard to this complaint is required. Viant will continue to monitor for trends. H6: updated component, type of investigation, investigation findings, & conclusions codes.

Manufacturer narrative:
The complaint sample was not returned to viant for evaluation. Thus, the reported event is non-verifiable. The IFU sent with this device today states the following: end of life is generally determined by wear and damage due to intended use. Visually inspect for damage and wear. If the instrument is damaged and worn it is considered at the end of its life and should be discarded. Where instruments form part of a larger assembly, check assembly with mating components. Viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures. Do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion. Manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. This device has experienced approximately 3.10 years of use. It is unknown how many surgical procedures (cycles) this device has experienced throughout its life in the field. In conclusion, the complaint sample was not received by viant for evaluation and the reported event is non-verifiable. If the complaint sample is received by viant, it will be evaluated, the complaint record will be updated accordingly, and a supplemental medwatch 3500a emdr will be submitted as well. No further investigation is required at this time. H3: updated to state device not returned to manufacturer. H6: updated investigation findings and conclusions.

Manufacturer narrative:
The complaint sample has not been received for evaluation. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted. Date rec¿d by MFR: complaint information provided by distributor, zimmer biomet. Foreign as event occurred in canada. Viant attempted to submit the initial medwatch 3500a emdr for manufacturer report via FDA esg on 23-nov-2022 (within 30 days of awareness on 25-oct-2022). The initial medwatch 3500a emdr could not be submitted as esg user "(B)(6)" has been unable to successfully submit emdrs via the FDA esg webtrader portal since 11-oct-2022. The FDA esg helpdesk was contacted and issued ticket (B)(4). However, during the FDA esg helpdesk assistance in resolving the issue, the esg user account credentials had failed after being reset on (B)(6) 2022 by FDA esg helpdesk. Since 20-oct-2022, viant medical has been in communication with FDA esg helpdesk to resolve the issue with numerous documented emails to no avail.

Event description:
It was reported during a primary hip procedure on an unknown patient that the reamer wobbles when reaming the acetabulum. The drill was changed and the device still did the same. The device was changed and it was deemed acceptable. No adverse events nor patient consequences were reported as a result of the malfunction.